Manufacturer narrative:
(B)(4). Investigation summary : this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows the portion of a label of product code cdh29p, lot # p9aa6a, exp. Date: 2023-12-31. The second photo shows a device from the staple height indicator area and the orange indicator could be observed over high-b and the green check mark was noted illuminated, the instructions for use do contain the following caution: providing the orange staple height indicator falls fully within the green range of the tissue compression scale upon firing, the device will form staples at the height indicated for the selected tissue compression. Markings are provided in the tissue compression scale to serve as reference points only. Based on the photos the event described cannot be confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a low anterior resection procedure that the surgeon dialed down the anvil. Everything was in the green indication range to fire. Surgeon took the safety off and fired the device. There was no audible sound of the device firing, but the green check mark illuminated. No staples were deployed. Surgeon then fully detached device from the anvil, then inserted a new device and battery to the existing anvil to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 01/25/2022 d4: batch # u5fd8p h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the anvil not returned . The device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. During analysis, the shrouds were removed to inspect stop switch actuator, and all was normal. However, the green check mark cleared after shroud was removed without any need for reverse battery. The device fired normally. The cause of green check mark could not be determined. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d9 device was received on 11/04/2021. This information was omitted on the previous report; mwr-21102021-0001064360.